Event description:
It was reported that the right cylinder was replaced due to a cylinder tear. The left cylinder was tried and not used. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the physician decided to only replace the right cylinder so the left cylinder was not used. The patient outcome was reported to be well. The device was sent back for analysis.

Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of fold wear. The other cylinder performed within specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for (B)(4) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the right cylinder was replaced due to a cylinder tear. The left cylinder was tried and not used. A patient outcome was not reported.

Event description:
It was reported that the right cylinder was replaced due to a cylinder tear. The left cylinder was tried and not used. A patient outcome was not reported.